Event description:
Patient contacted dexcom technical support on (B)(6) 2013 and reported that on (B)(6) 2013 the transmitter gave an out of range signal that lasted for about an hour. At the time of contact with dexcom technical support, patient did not report any medical intervention or injuries.